Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, door was physically closing and opening, but producing an alarm condition. A review of the history log revealed 'shut door - power off' and "door jammed". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the hooks out of adjustment which requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, door was physically closing and opening, but producing an alarm condition. No additional information is available.